Event description:
Reporter stated that customer received the following results on two different meters within 2 minutes: 135 mg/dl (mobile system) and 40 mg/dl (aviva system). The customer had mild hypoglycemic symptoms of being in a cold sweat at the time of the results. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.